Event description:
Patient experienced red painful eye. Dr. Diagnosed with corneal abrasion, conjunctivitis and a corneal scar that was noted it did not reduce visual acuity. The patient was treated with vigamox and pred forte. This is being filed as corneal abrasion with conjunctivitis and corneal scarring.

Manufacturer narrative:
This is being filed as corneal abrasion with conjunctivitis and corneal scarring. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.